Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was clarified that the issue noticed by the customer was internal leakage test failure with message "system volume too large" during pre-use check. There was no patient involvement. The issue was reproduced during troubleshooting. According to received information, the nozzle unit on o2 gas module was found defective and replacement of the maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. Based on information provided by technician last preventive maintenance was performed on february 24th, 2025, which is sooner then a year, or every 5000 hours of operation. Information provided by technician in communication box confirmed that nozzle unit is physically damaged. The device's logs were not provided for further analysis. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to physically damaged nozzle unit.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated an alarm indicating high expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).